Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device.

Manufacturer narrative:
The pump was returned for cosmetic damage located on the battery compartment and missing the serial number label (labeling anomaly) found on 7/5/2021. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. The pump failed to enter recovery mode preventing download of history files and traces using thus however, the bootloader traces were able to be downloaded. The bootloader traces indicate that a critical error triggered the critical pump error (open book image) alarm. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor. Critical pump error (open book image) alarm and unable to download history/trace files are due to moisture damage. The force sensor zero offset within specification (22.4 mv) and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment, missing serial number label, cracked select button keypad overlay, stained keypad overlay, endcap address label fading, pillowing keypad overlay, and cracked battery compartment. Critical pump error (open book image) alarm and unable to download the history/trace files are confirmed due to moisture damage. Cosmetic damage on the battery compartment and missing serial number label are confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.